Manufacturer narrative:
Perforations are routinely observed with this type of procedure and are a common adverse event when crossing an occluded vessel in the sfa - the company is reporting the adverse event in "an abundance of caution". The treating physician considered this to be a mild adverse event. The submission of this report was delayed as the company was investigating the incident (including translation of the pt catheterization report) to determine the requirement to report this event.

Event description:
Out-side united states (ous) use of enabler-p catheter system 6000 - treatment of peripheral arterial disease (pad) in left leg. Adverse event: vessel perforation. Pad info: 100% stenosis of left superficial femoral artery (sfa) and proximal popliteal. Lesion length 300mm. Extra vessel wire position starting approximately 5cm distal to the proximal cap towards the distal sfa. Following dilation with a 4mm balloon contrast extravasation occurred. The event was managed interventionally via the use of a covered stent. Pt was discharged without further complication.